Manufacturer narrative:
Please note the correction to d3 and h6 component code. The reported event could be confirmed based on the inspection performed. The device inspection revealed the following: the identification of the returned nail and set screw was confirmed based on the catalog # and lot # marked on the devices. The set screw was returned still inserted in the nail. No major signs of wear or deformation could be observed on the nail and the screw. The set screw was blocked in the nail and could not be extracted with the use of the flexible screwdriver, intended for the insertion and extraction of set screws. The screw could only be extracted with the aid of oil. Fully functional nail and set screw were used in order to test the functionality of the implants from the complaint. The new set screw was used with the nail of the complaint. The insertion and extraction was easily performed, as expected. The new nail was used with the set screw of the complaint. The insertion and extraction was easily performed, as expected. Furthermore, the insertion and extraction of the nail and set screw of the complaint with each other was easily performed during the inspection, no anomaly was observed during the test. Therefore, the functionality of the returned nail and set screw could be confirmed. During manufacturing, functionality test and dimensional inspection were done according to specifications. During the inspection, all devices met the specifications. Based on investigation, the root cause was attributed to an user related issue. The failure was most probably caused by usage error when inserting the set screw. The threads of the set screw were likely not fully aligned with the threads of the nail, which caused the device stay blocked. However, it must be noted that no major wear or deformation was observed on the threads of the implants. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
As reported: "we are making a claim regarding a gamma nail that could not be installed at the operating room because the screw got stuck during the check. Reference (B)(4) lot ku158596." Update received from customer on (B)(6) 2023: "the adverse event occurred on (B)(6) 2023. The procedure was able to be completed properly. We gave another gamma nail. No impact or consequences to the patient. No delay to the procedure, no further surgery. Nail lot number: ku158596 and part number: 45251180s the locking screw is included in the nail package. The flexible-tip screwdriver of the ancillary was used. (...) This was a primary surgery."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "we are making a claim regarding a gamma nail that could not be installed at the operating room because the screw got stuck during the check. Reference 4125-1180s lot ku158596." Update received from customer on (B)(6) 2023. "The adverse event occurred on (B)(6) 2023. The procedure was able to be completed properly. We gave another gamma nail. No impact or consequences to the patient. No delay to the procedure, no further surgery. Nail lot number: ku158596, and part number 45251180s, the locking screw is included in the nail package. The flexible-tip screwdriver of the ancillary was used. This was a primary surgery."